Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history of the reported event date was overwritten due to continuous use of the pump. There was no unusual activity observed in the pump's history and the available records of total daily dose added up correctly and reflected the user's programmed basal rates targets. No interruption or exception occurred on the reported date according to the pump's history. The pump powered on normally during testing and primed correctly. A time-keeping accuracy test was performed and the pump was found to be holding time and date accurately. The pump cover was removed during evaluation and no damage or moisture was found in the circuit board.

Event description:
On (B)(6) 2013 the patient contacted animas via the website and noted that the date on the pump is (B)(6) 2011. There was no mention of the time being off and no further details about the date issue were provided. The patient mentioned blood glucose (bg) issues but did not provide any bg values or symptoms. Customer technical support attempted to contact the patient to complete troubleshooting, without success. This complaint is being reported because the reported date issue was remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.